Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to motorcycle accident. The patient alleges tilt and vena cava perforation. The patient further alleges pain in both legs, swelling, extreme fatigue, chest pain, shortness of breath, abdominal pain, extreme anxiety and fear, extreme pressure in legs, leg cramps, limited mobility. Per a report from computed tomography; ¿findings: ivc filter proximal tip towards the upper mid thirds of the axial plane of l3-4; the filter is tilted such that the proximal tip approximates the internal margin of the ivc at the 10 to 11 o¿clock position; the distal prongs extend outside the lumen; at the 3:00 position by approximately 4mm and may partially penetrate the adjacent abdominal aorta where there is some atherosclerotic calcification; negative for extraluminal fluid or other complication; a similar protrusion of the puff prong beyond the lumen at the 6:00 position and at the 9 and 12:00 positions less so by approximately 2mm; again gross complication otherwise not apparent. Impression: 1. Ivc filter is tilted with prongs protruding beyond the lumen as discussed; at the 3:00 position appears to penetrate the otherwise grossly non complicated immediately adjacent abdominal aorta where there is atherosclerotic vascular calcification of the aortoiliac levels noted without aneurysm.¿

Manufacturer narrative:
Code(s): anxiety (2328), cramp(s) (2193). Investigation: the following allegations have been investigated: vena cava (vc) perforation, tilt, leg/abdominal/chest pain, swelling, fatigue, shortness of breath (sob), anxiety/fear, leg pressure/cramps, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported leg/abdominal/chest pain, swelling, fatigue, shortness of breath (sob), anxiety/fear, leg pressure/cramps, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown. The alleged tulip is manufactured and inspected according to a41935 (tulip mi), a41936 (tulip qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."